Event description:
It was reported that a caregiver attempted to connect a dexcom g7 cgm to an ilet bionic pancreas and the ilet displayed ¿dosing stopped. Connect cgm or enter blood glucose,¿ with the device remaining in pairing mode despite re-entering sensor code 8127 and performing guided troubleshooting including sensor code verification, device update checks, connection pathway review with the dexcom app and apple watch, cgm sensor type toggling, and restarting and re-pairing steps. Symptoms included hyperglycemia, with a reported glucose of 232 mg/dl and elevated readings for several hours, without ketone testing, backup therapy, medical intervention, or other assistance, and without acute clinical effects. Outcomes included interruption of automated dosing and the need for troubleshooting and education. Investigation included user-guided verification of sensor code, device connectivity configuration, software status review, cgm sensor type switching, and re-pairing attempts. Investigation of this case revealed a failure of the dexcom g7 to pair to the ilet, consistent with a connectivity or pairing malfunction of the cgm integration component, with the ilet transitioning to pairing state but not achieving connection. It was concluded, based on previously established findings for similar reports, that the cause was user¿device connectivity factors consistent with pairing failure without evidence of device hardware malfunction.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.